Manufacturer narrative:
During the technical onsite visit the field service engineer (fse) performed all tests on the system, the flap thickness was checked and adjusted to the upper tolerance limit. The fse changed z-offset from -505 to -490, inclined offset 40 ). The system was verified per service test procedure. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient who experienced thinner flaps then planned following lasik flap creation. There were no changes to procedures or harm to patients. Additional information requested. There are two related reports for this event; this report represents a group of patients. And another report will be submitted for the identified patient.